Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported the pressure on this unit kept rising, then would dump and back and forth during use on a patient on the lap top ventilator 2200. The customer reported the unit was swapped out. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Technician visually inspected on unit under test) assembly, there was a visible defect, damage (scratched) on the back cover. The device was powered on ventilator maintenance allowing the device to warm up at nominal settings for one hour in servo mode before performance checkout test. With costumer settings in pressure mode and after 45 minutes the device had no issues with pressure rising or pressure delivery high. Disassembled unit by removing all covers to thoroughly inspected internal printed circuit board's, cables, tubing's, and connectors. Checked high- and low-pressure sense lines which were correctly attached and securely seated at both the device and wye ends. Verified the event trace showed 385: high pres 0. Performed: general check out test, the device passed. The reported complaint was confirmed on the event trace but not duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.